Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 1,000 mg/dl while wearing the pod. Symptoms reported include hyperglycemia and loss of consciousness. Once at the hospital the patient had scans administered. The patient was treated with intravenous morphine as well as blood pressure medication. The patient was prescribed insulin pens and fluid pills. The patient was discharged from the hospital after 7 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.